Event description:
Healthcare professional reported a right-side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17/apr/2024.

Event description:
Healthcare professional reported a right-side capsular contracture baker grade iii. Device explanted.

Event description:
Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d.9; h3; h6.

Event description:
Healthcare professional reported a right-side capsular contracture baker grade iii. Device has been explanted.